Event description:
As reported by the affiliate, the balloon of the palmaz genesis stent delivery system ruptured at 6 atm. The stent was removed from the patient and another stent was implanted. There was no reported patient injury. The intended procedure was a pta of the target lesion located in the left renal artery. The lesion was heavily calcified and mildly tortuous. For the procedure, a palmaz genesis was opened. There was no difficulty removing the product from the hoop. There were no kinks or other damages noted prior to inserting. The device prepped normally with no anomalies noted. An approach was made from the left radial artery. After the lesion was crossed with a non-cordis guidewire without difficulty and a brite tip guiding catheter, a palmaz genesis was inserted into the patient. There was resistance/friction while inserting the balloon into the patient, and there was no difficult advancing to or crossing the lesion. After normal inflation, the balloon ruptured at approximately 6atm. After rupture, the stent remained on the balloon. The contrast media, contrast-to-saline ratio and brand of indeflator are unknown. However, the same indeflator has been successfully used with other devices. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The sds was easily removed from the patient and the stent was removed with the guide catheter. There was no resistance/friction experienced. The balloon was removed intact (in one piece). Another stent was implanted instead. The procedure was finished successfully. There was no reported patient injury and the patient is currently fine. The product will not be returned for analysis.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: chevalier, fmd guidewire, and brite tip guiding catheter.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information: the stent did not dislodge during removal and could be removed with the sds through the guiding catheter. Complaint conclusion: as reported by the affiliate, the balloon of the palmaz genesis stent delivery system ruptured at six atmospheres. The stent was removed from the patient and another stent was implanted. There was no reported patient injury. The intended procedure was percutaneous transluminal angioplasty of the target lesion located in the left renal artery. The lesion was heavily calcified and mildly tortuous. For the procedure, a palmaz genesis was opened. There was no difficulty removing the product from the hoop. There were no kinks or other damages noted prior to inserting. The device prepped normally with no anomalies noted. An approach was made from the left radial artery. After the lesion was crossed with a non-cordis guidewire without difficulty and a brite tip guiding catheter, a palmaz genesis was inserted into the patient. There was resistance/friction while inserting the balloon into the patient, and there was no difficult advancing to or crossing the lesion. After normal inflation, the balloon ruptured at approximately six atmospheres. After rupture, the stent remained on the balloon. The contrast media, contrast-to-saline ratio and brand of indeflator are unknown. However, the same indeflator has been successfully used with other devices. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The sds was easily removed from the patient and the stent was removed with the guide catheter. There was no resistance/friction experienced. The balloon was removed intact (in one piece). The stent did not dislodge during removal and could be removed with the sds through the guiding catheter. Another stent was implanted instead. The procedure was finished successfully. There was no reported patient injury and the patient is currently fine. The product will not be returned for analysis. The device was not returned for analysis. Review of lot 15443794 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon bust could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, vessel characteristics (heavily calcified) may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggest that the reported balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.